Manufacturer narrative:
Device discarded, not returned for evaluation. Additional manufacturer narrative: the device history record review will be reported once completed. Without return of subject device for evaluation and analysis, the root cause of this explant cannot be identified. The surgeon indicated that the reason for explant is not related to edwards' device malfunction.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted at implant and replaced with another valve, due to a paravalvular leak. Per operative report, " the [subject] valve was seated without difficulty and tied into position. No periprosthetic leak could be identified and both coronary ostia were readily identified above the level of the sewing ring. The patient was weaned from cardiopulmonary bypass, but a paravalvular leak was identified which was not insignificant...cardiopulmonary bypass was reinstituted...the valve was inspected and the suggestion of a leak was identified at the commissure between the left coronary cusp and the right coronary cusp... A brief attempt to discontinue cardiopulmonary bypass was made, but significant aortic insufficiency in a paravalvular location was still evident. Cardiopulmonary bypass was reinstituted and systemic cooling performed. After valve was explanted, it was evident that the paravalvular leak had been on the commissure between the non coronary cusp and the right coronary cusp, but his was not evident while the valve was seated. The annulus of the valve was further debrided in this location."